Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging multiple prime (loss of prime) issues. The reporter stated that the patient had a blood glucose (bg) greater than 500mg/dl with headache and chest pain. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient was not using the cartridge per IFU. This report is being made due to the bg excursion the patient experienced due to not using the cartridge per IFU.